Event description:
The event is reported as: complaint alleges: no clip was fed into the jaws though the handle was squeezed. There was no consequence to the patient. Additional information was requested, but no information was received concerning the procedure performed.

Manufacturer narrative:
A device history record (DHR) review could not be conducted due to the incorrect lot number that was provided in the complaint. A visual inspection of the picture received was performed and the defect "clip stuck in applier" was not observed. Therefore, the complaint cannot be confirmed and a conclusive root cause cannot be determined until the sample is available. However, the MFR will continue to trend relating complaints.